Event description:
Pdc received a call on (B)(6) 2013 to report medical intervention that occurred (B)(6) 2013 at 11:30pm. Caller stated that his father-in-law, (B)(6) (pt), used a prodigy meter at 8:30pm and got a reading of 101mg/dl, so insulin was not taken. He said the pt went to bed at 9pm and woke up at 11:30pm sweating and unable to breathe. Based on symptoms, the pt's father drove him to the emergency room immediately, and did not perform another test to check pt's blood sugar. While in the emergency room, they used the prodigy meter which gave a reading of 42g/dl, whereas the hospital's meter read 44mg/dl. Pt was given food an orange juice to raise his sugar levels, and was administered fluids from an existing port. Pt spent a few days in the hospital due to difficulty breathing. Caller also said that the prodigy meter reading on (B)(6) 2013 gave a result of 42mg/dl, while the hospital's meter and read over 300mg/dl. Per caller, last meter readings are: 7-day avg 210mg/dl, 14-day avg 139mg/dl, 28-day avg 170mg/dl, (B)(6) 2013 8:55pm 182mg/dl, (B)(6) 2013 07:00am 137mg/dl, (B)(6) 2013 8:20pm 82mg/dl, (B)(6) 2013 12:25pm 301mg/dl, (B)(6) 2013 10:16am 36mg/dl, 352mg/dl. Prodigy sent a replacement meter and cs, with a prepaid envelope so pt can return suspect product(s) for evaluation.